Event description:
This event was reported as valve explanted after one year and 10 months due to aortic valve disease; aortic stenosis, decompensated heart failure, shortness of breath and hypertension. No further information was provided.